Event description:
It was reported, following implant in 2007, the patient stopped using the device system due to it causing painful stimulation and pain at the ipg site. Despite multiple reprogramming sessions the stimulation continued to be too superficial and became painful, stimulating deep to the lumbar spine and down bilateral legs if the amplitude was increased. The device was left in place but the system was not used. In 2008, the therapy was resumed. Again, the patient complained of pain at the ipg site along with neuroelectrode site pain. The patient requested removal of the device. The patient recovered without sequela.

Manufacturer narrative:
.